Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in a subsequent submission.

Event description:
During an ablation procedure a cardiac tamponade occurred. While ablating a premature ventricular contraction in the right ventricular outflow tract, the patient became hypotensive and the heart appeared to not be moving on fluoroscopy. An echocardiogram revealed a cardiac tamponade, for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device during the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported cardiac perforation may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.